Event description:
The pt received an scs system, including an ipg, on (B)(6) 2010. The pt reported the ipg implant pocket becomes hot during charging. The pt also reported the charging antenna also becomes hot and she is, therefore, not able to discern the source of the pocket heating. The pt was advised to add space between the antenna and the implant site and to shorten recharging time but the heating persists. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. The model, serial and lot numbers were not provided in the report. No further pt complications were reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.